Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.93v and the daily measurement was 2.99v. This is within expectations.

Event description:
It was reported the interrogated battery voltage was 2.89 volts, and three months later it was 2.93 volts. Review of device data showed the daily measurement was never below 2.99 volts. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed. On (B)(4) 2010,the battery voltage with telemetry was 2.93v and the daily measurement was 2.99v. This is within expectations. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported the interrogated battery voltage was 2.89 volts, and three months later it was 2.93 volts. Review of device data showed the daily measurement was never below 2.99 volts. It was further reported that the device reached elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.